Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: the pump was returned with the up arrow button stuck on. There was no physical damage on keypad. The up arrow button spring-back was found to be inverted when the keypad was removed.